Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that patient fell out of bed. Raised to highest point at chest height. He went to step out of the bed and landed on floor . Vet called 911 got checked out at the hospital and got xrays and no major injuries or major fractures complaint#: (B)(4) was entered into our system.